Manufacturer narrative:
Reference MFR. Report #3004209178-2016-10941 regarding the patient¿s first ins.

Event description:
Information was received from a patient implanted with a neurostimulator for urinary dysfunction. The patient noted that the original reason for the implant had been for infections. It was reported that the patient had been getting infections and her bladder was not working (B)(6) percent. Following implant of the second implantable neurostimulator (ins), the issues with the bladder infections had not been resolved; she was having repeated infections and had an issue taking antibiotics. One ins was working and one was not working, which she would have replaced. The patient had a check two weeks prior to (B)(6) 2016 to affirm the second ins was necessary.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.